Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 13-jun-2008, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding the patient receiving hydromorphone via implantable pump. The indication use was unknown. The patient reported that "for several years" the patient stated she has not had any pain control or relief and had been in very severe pain. The patient stated "probably since implant of the current pump". The patient stated on (B)(6) 2023, she went back to her doctor and he "hooked something to the pain pump and seen that the catheter was not attached to the pump". The patient stated that the doctor told her the medication will still help with the area of l4-l5. The patient stated "I am getting pain relief in those spots, but I dont know how if the catheter is not connected to the pump". The patient asked how can it still be helping. The patient stated the doctor has been having to give her "big doses of the hydromorphone because the pain has not been controlled and then I get overdosed". The patient stated the doctor wanted to do a catheter revision to the pump/catheter. The patient continues to call the cat heter "leads". The patient wanted to know the difference between a catheter and a lead. The patient stated she was confused because the doctor told her the "leads for an scs would go to the same place the catheter goes to". The patient stated the doctor told her she would have to have the pump turned off if they decided to go with an scs. The patient mentioned she went to see a different doctor for pain management and stated, "the doctor disabled or turned off the pump". The patient then stated he did not disable or turn off the pump, he disabled or turned off her ability to bolus" troubleshooting was not required. The issue was not resolved as troubleshooting was not needed. The patient was redirected to their healthcare provider to further address the issue

Manufacturer narrative:
H3. The catheter was returned for analysis and identified a deformation in shape of the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (15mg/ml at 1mg/day) and clonidine (480mcg/ml at 32mcg/day) via an implantable pump. It was reported that the patient reported experiencing decreased pain relief despite the medication dose being increased. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump logs were checked and were normal. A dye study was performed and the catheter was unable to be aspirated. It was also discovered that the spinal segment was no longer intrathecal. The catheter was revised. The spinal segment was removed and replaced with a new spinal segment. The issue was resolved at the time of the report. It was noted that the the patient's weight was asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.